Event description:
As per pss implant request case: failed acetabular component/ pelvic discontinuity, paprosky 3b defect. Note: pss case was cancelled as the surgeon decided to use another company's implants.